Event description:
It was reported that the patient had an initial hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. The surgeon stated that the components were malpositioned. All components were removed and replaced with competitor's products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08749/ -08750).